Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the item of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # 09-0257, lot # unk, elevator #301, item # 09-0257, lot # unk, elevator #301, item # 09-0257, lot # unk, elevator #301, item # 09-0257, lot # unk, elevator #301. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00559, 0001032347-2021-00560, 0001032347-2021-00561, and 0001032347-2021-00562.

Event description:
It was reported that the instrument was found broken. Attempts to obtain additional information have been made; however, no more is available at this time.